Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, when the skin graft passes through the expander the grid is partial. There was a 0-15 minute delay and the patient was under anesthesia during this delay. No harm occurred. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional details regarding the event are available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number for hospital: (B)(6).

Event description:
It was reported during an unknown time, that the device was not cutting the skin correctly. No adverse event is associated with this malfunction. Due diligence is in process, no additional information is available at this time.